Event description:
It was reported that the clinical nurse educator (cne) called to troubleshoot several he (helium) loss 2 and 3 alarms. The rn stated that there is no blood in the catheter, all connections appear intact. The bpw (balloon pressure waveform) does "appear to return to baseline". The patient is 1:1, pump dependent, 100% av paced with frequent ectopy. The clinical support specialist (css) verified that there is no blood noted in the gas line. The insertion site appears good with no noted kinking or adipose tissue at the groin. The rn reported the alarm does not appear to correlate with the ectopy. The css had the rn attempt to decrease the volume from 40 to 38cc and the css requested that the rn send a copy of the strip that printed with the alarm. During the time waiting for the strip, alarm occurred again. The css had the rn decrease the volume to 36cc and the alarm occurred again. The patient does not tolerate 1:2 for long. The css discussed a leak test with the rn and rn stated that she had done this before, but asked the css to walk her through it. The css had the rn perform a leak test and with the catheter clamped the bifurcation, no leak was noted. Although the leak test was not continued for long (the patient does not tolerate lack of support), the rn felt it was long enough to confirm the issue is with the catheter. During this time the doctor had called and decided to come in and replace the catheter. The css explained that although the issue could be kink related, since the patient will not tolerate lower volume and or ratio to compensate for the slow gas flow, catheter replacement would be recommended with the failed leak test. After the css received the strips, the css told the rn that there does appear to be slow moving gas as noted by the sloped bpw and slow return to baseline, complicated by the ectopy. The css and rn discussed the potential clotting issues and 30 minute window recommended for removal, the rn understood. The css spoke with the rn several times before the doctor came in to remove the catheter. The alarm stopped. The bpw is somewhat improved. The css explained to the rn about the possibility of a clot that could seal the leak and in this case, catheter entrapment and clotting are still a risk. The rn understood, after discussing with the doctor, the decision was made due to the patient's pump dependency, not to remove the catheter at this time. The css stressed the need to be even more diligent about checking the catheter for blood. The rn understood and will pass along the information. The css also requested that they call us back should the alarm occur again. Additional information was received on (B)(4) 2012, from the cne stating that the pump continued to alarm the next day and as a result, the iab was removed from the patient. Another iab was inserted. Update received on (B)(4) 2012 from the (B)(6), reported that the md did remove the iab and inserted a second iab via the same insertion site. The second iab was inserted successfully. The patient expired while receiving iabp therapy, and according to the cnm the patient succumbed due to cardiac illness. Sample will not be returned for evaluation.

Manufacturer narrative:
(B)(4).